Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal vhd kit size 2 was deployed. On july 10, 2000 the pt had an increase in temperature, chills and discharge from the puncture site. An incision and drainage of the site was performed and a culture of the wound showed numerous organisms such as proteus mirabelis, strep and e-coli. The pt was treated with IV antibiotics and discharged several days later on oral antibiotics. The pt's white blood count had come down at discharge and no growth was found at the site. No further complications were reported.